Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic coiled wire embedded within the isthmus and is partially embedded within the myometrium of the posterior fundus') in an adult female patient who had essure inserted. The patient's medical history included adenomyosis and nabothian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: gross description: the ectocervix is pink tan and smooth with no lesions identified. There is a 1 cm nabothian cysts within the posterior cervix the left tube is removed and serially sectioned to reveal a metallic coiled wire within the ampulla and isthmus of the tube, approaching the tubal insertion site to the uterus. The coiled wire 4 cm length by 0.1 cm diameter and does not appear to be embedded within the myometrium. The right tube is removed and serially sectioned to reveal a metallic coiled wire embedded within the isthmus of the tube and is partially embedded within the myometrium of the posterior fundus. This metallic wire measures up to 4.5 cm in length by 0.1 cm in diameter. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metallic coiled wire embedded within the isthmus and is partially embedded within the myometrium of the posterior fundus') in an adult female patient who had essure inserted. The patient's medical history included adenomyosis and nabothian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: gross description: the ectocervix is pink tan and smooth with no lesions identified. There is a 1 cm nabothian cysts within the posterior cervix the left tube is removed and serially sectioned to reveal a metallic coiled wire within the ampulla and isthmus of the tube, approaching the tubal insertion site to the uterus. The coiled wire 4 cm length by 0.1 cm diameter and does not appear to be embedded within the myometrium. The right tube is removed and serially sectioned to reveal a metallic coiled wire embedded within the isthmus of the tube and is partially embedded within the myometrium of the posterior fundus. This metallic wire measures up to 4.5 cm in length by 0.1 cm in diameter. Concerning the injuries reported in this case, the following one/ones was/ were reported from patient¿s medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.